Event description:
(B)(4). Woken up by extreme acute pain in the anal cavity. Felt like a sharp knife was carving up my insides. Felt this pain before previously in 2014 and 2015 now looking for answers dr. Appointment has been scheduled.

Event description:
#Medwatcher #followup1 #FDA mw5063383 #(B)(4). Same pain felt again front and back (B)(6) 2016, 3:35 a.m.